Event description:
It was reported that following a percutaneous coronary intervention (pci), an angio-seal was selected for use. A redeployment angiogram revealed no calcification at the common femoral artery. The angio-seal was deployed and hemostatis was achieved. The compaction marker was full exposed during deployment. One day later, a hematoma formed and manual compression was applied for four hours to achieve hemostatis. The patient recovered and was discharged sometime before (B)(6) 2009.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined.